Event description:
It was reported during an implant upgrade, the lead could not be placed due to the tight venous access. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and analysis revealed no anomalies. However, it was noted that the defibrillation coil was distorted, there was blood in/on the helix/lobe mechanism, and there was apparent explant damage.